Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "right side breast implant associated alcl "the abnormal cells are positive for cd30" and that the tumor cells show no significant staining for... Alk1," "minimal intracapsular thick murky periprosthetic fluid in right breast," and "thickened right breast periprosthetic capsule" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "right side breast implant associated alcl "the abnormal cells are positive for cd30" and that the tumor cells show no significant staining for... Alk1;" "minimal intracapsular thick murky periprosthetic fluid in right breast;" "thickened right breast periprosthetic capsule".

Event description:
Healthcare professional reported "right side breast implant associated alcl, and right breast swelling approximately 2 months ago, has an active lymph node in the left groin region, thickened right breast periprosthetic capsule, minimal intracapsular thick murky periprosthetic fluid in right breast intracapsular." Additionally reported was that "the abnormal cells are positive for cd30" and that the tumor cells show no significant staining for... Alk1." Device has been explanted.